Manufacturer narrative:
The device was not returned to mmdg for evaluation. A DHR review was performed and found no issues during the original build. Because the pump was not returned, mmdg was not able to investigate or confirm the complaint. The report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter states that the pump was going into standby mode without alarming. They also stated that the delay in therapy this caused was minimal and there was no harm to the patient. (B)(4).